Manufacturer narrative:
(B)(4). Result of investigation: the equipment was received in vyaire facility for evaluation. Service technician was able to verify customer's reported problem "turbine seized". When the service technician turned on the ventilator there was no flow output. To resolve the issue, the turbine was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 experienced seized turbine. The event was detected during initial inspection / checkout of the vent. The customer confirmed that there was no patient involvement associated with the reported event.